Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was to be used in the trachea during a tracheal dilation procedure performed on (B)(6) 2015. According to the complainant, this was to be used for rigid bronchoscopy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician deployed an ultraflex tracheobronchial stent into the trachea. The physician attempted to reposition the stent; however, the stent got bent. The damage ultraflex tracheobronchial stent was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. *additional information received on october 26, 2015: the ultraflex tracheobronchial stent was to be used during a procedure performed on (B)(6) 2015.

Manufacturer narrative:
(B)(4) stent bent. (B)(4) stent positioning problem. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was to be used in the trachea during a tracheal dilation procedure performed on (B)(6) 2015. According to the complainant, this was to be used for rigid bronchoscopy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician deployed an ultraflex tracheobronchial stent into the trachea. The physician attempted to reposition the stent; however, the stent got bent. The damage ultraflex tracheobronchial stent was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.